Event description:
It was reported that the controller exhibited controller fault alarm due to depleted internal battery. The controller was exchanged suddenly during the emergency visit to the emergency department. Upon connecting the new controller with the batteries and the driveline , the ventricular assist device (vad) failed to restart for about ten seconds. The clinical engineer attempted to replace it and when connected to the original controller the vad restarted. The new controller was connected to the monitor and an attempt to replaced the controller again and the vad restarted without any problem. Per log file review the vad exhibited a low flow alarm. The new controller and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿controller, model #: 1420 / catalog #: 1420, expiration date: 31-oct-2020, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 24-oct-2019, labeled for single use: no. (B)(4). Additional products: brand name: heartware ventricular assist system ¿controller, model #: 1420 / catalog #: 1420, expiration date: 31-oct-2022/,serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 21-oct-2021, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: two (2) controllers ((B)(6)) were returned for evaluation. One (1) pump ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that (B)(6) was the patient¿s primary controller. Log file analysis associated with (B)(6) revealed one (1) low flow alarm was logged on (B)(6) 2022 at 04:50:07. Additionally, analysis of the alarm log file revealed three (3) controller fault alarms were logged on (B)(6) 2022 at 06:45:12, 10:27:13 and 12:14:58 due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. However, during supplemental testing, the controller (B)(6) was allowed to run for an extended period of time and results revealed that the controller fault alarm and abnormal readings in the internal battery voltage could not be replicated. An internal inspection of (B)(6) did not reveal any anomalies. Log files associated with (B)(6) then revealed two (2) vad disconnect alarms logged on (B)(6) 2022 at 13:37:51 and 13:40:29. The first vad disconnect alarm was logged indicating physical disconnection of the driveline from the controller, likely due to the reported controller exchange attempt. The controller was powered down at 13:37:59. Additionally, analysis of (B)(6)'s event log file revealed a controller power-up with associated pump start event logged on (B)(6) 2022 at 13:38:23, likely due to troubleshooting the reported vad stop event after the controller exchange attempt. The second vad disconnect alarm was logged indicating physical disconnection of the driveline from the controller, likely due to the reported successful controller exchange. Review of (B)(6) log files did not reveal any vad stopped alarms logged within the analyzed period. Log file analysis associated with (B)(6) revealed that the controller was not in use during the reported event and was most likely the patient¿s back up controller. Log files associated with (B)(6) were not available for analysis. As a result, the reported controller fault alarms and low flow alarm events were confirmed. The reported vad stop, failure to restart and the ¿alarm might not have sounded¿ events could not be confirmed due to insufficient evidence. Based on the available information, a possible root cause of the report ed controller fault alarm event can be attributed, but not limited, to a faulty internal battery charger integrated circuit. Based on the risk documentation, possible causes of the reported low flow alarm event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information and log file analysis, the most likely root cause of the controller power-up event can be attributed to the reported controller exchange due to troubleshooting of the vad stop event. The most likely root cause of the vad disconnect alarms can be attributed to the physical disconnection of the driveline from the controller, likely due to the reported controller exchange and troubleshooting. Applicable risk documentation and experience with events of similar circumstances were considered; possible causes of the reported alarm not sounding event can be attributed, but not limited, to a damaged speaker and/or a faulty internal component. Possible causes of the vad stop event may be attributed to multiple factors including but not limited to driveline disconnection, controller failure, or pump failure. An internal investigation was created to further investigate failures of the pump to restart. (B)(6) ¿controller h3: yes h6: img code(s): g04035, g02013 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d02 (B)(6) ¿ controller h3: yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 (B)(6) - controller 1.0 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information in b5 and h10. Heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2020 / serial #: (B)(6). UDI #: (B)(4). No h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 22-oct-2019 h5: no h6: patient ime code(s): (B)(6)h6: imf code(s): f26 h6: img code(s): g04035 h6: FDA device code(s): a07 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two controllers has been used, and the site was unsure which one had exhibited the controller fault alarm. The controller was removed from service.

Event description:
It was further reported that the alarm might not have sounded when the vad stopped.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Updated sections: - b5 desc evt problem: updated to include additional malfunction information - e1 initial reporter: updated the first name, last name, facility name, street 1, street 2, city, fax number and phone number in relation to the initial reporter and facility - h6 annex a and g code: updated for the additional device controller ((B)(6)) - h10 addt manufacturer for MDR: updated to specify "controller 1.0" for the (B)(4) additional products additional products: d1: heartware ventricular assist system ¿ controller 1.0 serial #:((B)(6)) h6: FDA device code(s): a160102 h6: img code(s): g04035 d1: heartware ventricular assist system ¿ controller 1.0 serial#: ((B)(6)) investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller fault alarm occurred after less than two years of use.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.